Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft was implanted during the endovascular treatment (2 debranch tevar ) of a 58.2mm thoracic aortic aneurysm. It was reported approx. 4 years, 4 months post index procedure, a follow-up CT scan revealed a possible type iiib endoleak. A relining intervention is planned. It was reported that a vamf4040c200tj was placed from the same location one week after the endoleak was identified, but the endoleak did not disappear completely. Although it is not possible to completely rule out a type iiib, the physician strongly suspects that the endoleak is more likely a type ia. The physician believed that there was no calcification, tortuosity or thrombus that may have contributed to the endoleak. Per the physician the cause of the suspected type iiib endoleak is undetermined. No additional clinical sequalae were provided and the patient will be monitored.